Manufacturer narrative:
Device codes: 1528 labeled 3273 not labeled. Internal file number - (B)(4). Attachment: medwatch uf/importer report# (B)(4). Evaluation summary: the device was returned and the reported difficult grasping, difficult to remove the clip delivery system (cds) from the guide, gripper actuation issue, premature deployment and noise could not be replicated in a testing environment as these were related to patient/procedural conditions and due to the condition of the returned device. The actuator coupler was noted to be broken during analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot specific quality issue. All available information was investigated and a definite cause for the reported gripper actuation could not be determined. The reported difficult grasping appears to be a secondary effect of the reported gripper actuation issue as it was noted that there was no difficulty in leaflet grasping, and that satisfactory leaflet capture was achieved prior to the occurrence of the reported gripper actuation issue. The reported difficult to remove the cds from the guide and the observed broken actuator coupler were due to the user technique and/or operational circumstances as either the gripper and/or the clip arm got stuck on the guide and excessive force was applied to continue with the retraction into the sgc. The reported noise appears to be a cascading effect of the observed broken actuator coupler. The reported premature clip deployment was a cascading effect of the reported difficult to remove the cds from the guide as the clip was unable to be retracted and ended up detaching from the cds. The reported patient effects of embolism and mitral valve injury are listed in the mitraclip system instructions for as known possible complications associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial report filing, a user facility medwatch form was received with the following description of event: device utilized was tested for functionality outside the body appeared to be operating normally. However, when inserted and in position, device malfunctions. When we attempted to remove it and replace the device, it could not be removed due to a misaligned/protruding part. In attempting to remove it, the device embolized (came loose in the heart). As part of trying to remove the loose piece, the valve became more damaged and patient ultimately needed urgent/emergent surgical valve repair. Additional information reported that there was difficulty retracting the cds into the sgc due to one of the grippers was not aligned with the closed arms and a noise was heard. After the clip detached from the cds, it embolized in the left ventricle under the posterior leaflet. It was confirmed that the patient had mitral valve replacement to treat the chordal rupture that occurred when retrieving the clip with the snare device. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: all available information was investigated and the reported difficult leaflet capture, premature deployment, gripper actuation and noise could not be replicated in a testing environment as these were related to patient/procedural conditions and due to the condition of the returned device. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Device analysis found that the hinge pin was disengaged from the connector hole, the actuator coupler was broken and the clip introducer was torn. All available information was investigated and a definite cause for the reported gripper actuation issue could not be determined. The reported difficulty to capture the leaflets appears to be a secondary effect of the reported gripper actuation issue. The reported difficult to remove the clip delivery system (cds) from the steerable guide catheter (sgc) and the observed broken actuator coupler appear to be due to the user technique/procedural circumstances. The observed scratched l-lock tab, bent actuator mandrel, and bent hinge pin were cascading effects of the reported difficult to remove the cds from the sgc, and the retraction attempts with more than little force. Additionally, the observed torn clip introducer was a cascading effect of the reported difficult to remove the cds from the sgc. The reported premature deployment was a cascading effect of the reported difficult to remove the cds from the sgc as the clip was unable to be retracted and ended up detaching from the cds. The reported noise appears to be a cascading effect of the observed broken actuator coupler. The reported embolism was a result of the premature clip deployment wherein the clip detached from the cds and embolized in the left ventricle tucked under the posterior mitral leaflet. The reported chordal rupture (tissue damage) occurred when the clip was pulled through the aortic outflow tract in an attempt to retrieve the clip with a snare device. The reported patient effects of embolism of the mitraclip implant and mitral valve tissue damage are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. Due to the observed hinge pin disengagement, a potential product issue was confirmed. It was determined that unintended excessive force applied to the clip can cause hinge pin disengagement in the mitraclip xtr design. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices. The FDA z number has not yet been provided to the manufacture. Abbott vascular made the decision to initiate a voluntary field action for the mitraclip xtr clip delivery system, april 18th 2019, recall file under medwatch # 2024168-2019-03206.

Event description:
Subsequent to the previously filed report, the following information is being provided: abbott submitted medwatch # 2024168-2019-03206 on april 23, 2019 with notification of the voluntary recall , (remedial action initiated) for events related to unexpected clip opening. Abbott recently received eleven reports of xtr clips unexpectedly opening and becoming nonfunctional resulting from unintended excessive force applied to the clip during implantation. Once the clip becomes nonfunctional, the inability to close and remove the device has led to surgery or additional intervention. This event is one of the eleven. To prevent unintended excessive force from being applied to the clip, abbott developed revised instructions for performing the steps establish final arm angle and invert the clip arms. The field safety notification (fsn) includes these revised instructions. Abbott will train all mitraclip implanters on the revised instructions.

Manufacturer narrative:
Internal file number - (B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The cds is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper actuation issue, and premature clip deployment resulting in embolization and tissue damage requiring surgical intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. During preparation of the clip delivery system (cds) it was noted that the posterior gripper arm was not dropping all the way. The cds continued to be used. While attempting to grasp the leaflets, the gripper arms did not symmetrically drop, causing difficulty capturing the leaflets. The clip was inverted and retracted to the left atrium. While attempted to retract the clip into the steerable guide catheter (sgc), the clip detached from the cds. A snare device was used to retrieve the clip. While pulling the clip through the aortic outflow tract, a chordal rupture occurred. It could not be determined if the chordal damage occurred from the snare or the clip. The clip was retracted to the iliac vein and will be removed when the patient is sent for mitral valve replacement surgery. No additional information was provided.